Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a hip surgery using a guidewire from the smith & nephew disposable hip pack broke, that it broke off inside of the patient¿s hip during the procedure. It was also reported that the physician was able to retrieve it with x-ray and removed it from the patient. The patient¿s condition is not known from the report. It is unknown if a backup device was available. (B)(4).